Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed in the right lower lobe of the lungs. According to the complainant, following the first bronchial thermoplasty procedure the patient was ¿admitted for bronchospasm as he has severe persistent asthma.¿ he was in the ICU for 4 days, and was treated for exacerbated asthma. The patient was not intubated during the hospitalization. He was discharged home. The patients current condition was reported to be "fine".

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however the patient was reported to be over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.